Manufacturer narrative:
Device code: c53269 was added. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was having difficulty with the burden of recharging intervals. The patient had to charge every day or more and was depressed about it. The patient had access to rate and the patient has been increasing the rate because he prefers that amp: 10.5v pw: 90us rate: 920hz +0 +1 +5 +7 -6 -11 -12. Battery calculations were ran assuming 500 ohm for group impedance, the estimated recharge interval was 0.75 days. Patient wanted to have the rechargeble battery removed and be replaced with a prime cell battery. The rep was to follow-up with the patient and work with some programming considerations. The event started a week prior to the date of the report. The exact date of the event was not provided. Additional information was received from the patient on december 17, 2018. The patient reported that because his settings are at the highest level, his ins died within a year. The patient reported that his old implantable neurostimulator (ins) was horrible. The patient further explained that the first rechargeable ins that he had "didn't work". No further complications were reported or anticipated. No further complications were reported or anticipated.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a patient via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was having difficulty with the burden of recharging intervals. The patient had to charge every day or more and was depressed about it. The patient had access to rate and the patient has been increasing the rate because he prefers that amp: 10.5v pw: 90us rate: 920hz +0 +1 +5 +7 -6 -11 -12. Battery calculations were ran assuming 500 ohm for group impedance, the estimated recharge interval was 0.75 days. Patient wanted to have the rechargeable battery removed and be replaced with a prime cell battery. The rep was to follow-up with the patient and work with some programming considerations. The event started a week prior to the date of the report. The exact date of the event was not provided. On (B)(6) 2018, additional information was received from the patient. The patient reported that because his settings are at the highest level, his ins died within a year. No further complications were reported or anticipated.